Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged cable) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. Several cables were found to be damaged. Connectors j702 and j703 were pulled off of the distribution node pca and damaged. Connector j704 was pulled from the strain relief at the distribution node and damaged. The cable connecting the distribution node to the rear therapy electrodes was pulled from the strain relief, damaging wires within the cable. The cable connecting ECG c and d was pulled from the strain relief at the distribution node, damaging wires within the cable. The cable connecting ECG a and b and the front therapy electrode was pulled from the strain relief at the distribution node, damaging wires within the cable. The root cause for the strained cables was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that a patient's belt had damaged cables.